Event description:
Additional information received by MFR on 14-apr-1998: every effort is made by the mfg plant to control and prevent hair from getting into packages through rigid dress codes and compliance monitoring. Reporter's comments will be forwarded to mfg plant for their review and awareness.